Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown/ not provided. Section b3: date of event: unknown/ not provided. Section d6b: if implanted, not applicable as this is not an implantable device. Section d6b: if explanted, give date: not applicable as this is not an implantable device. Section e1: reporter: first/given name: unknown/ not provided. Section e1: reporter: middle name: unknown/ not provided. Section e1: reporter: last name: unknown/ not provided. Section e1: reporter: email address: unknown/ not provided. Section e1: reporter: address: address - line 1: unknown/ not provided. Section e1: reporter: address: address - line 2: unknown/ not provided. Section e1: reporter: address: state, province, or territory: unknown/ not provided. Section e1: reporter: address: post office or zip code: unknown/ not provided. Section e1: reporter: address: telephone number: unknown/ not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the customer experienced a corneal burn. No further information was provided.